Event description:
During a surgery for a posterior lumbar fusion on an (B)(6) 2013, one of the polyaxial screws was unable to seat with the rod. This occurred after the surgeon had implanted all the polyaxial screws and was attempting to lock down the rod. It was reported that the head of the screw would not attach due to the displacement of the collet. The surgeon removed the rod and revised with a new screw and continued with implanting the construct. A delay of 5 minutes was added to the surgery as a result. No harm to the patient was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.